Event description:
A report was received that the patient's ipg was explanted due to infection. The patient was given both oral and IV antibiotics and was reportedly doing fine.

Manufacturer narrative:
The explanted ipg was not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted ipg found it to be satisfactory.